Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the wo1 ribbon cable from the sys pcb to the power supply was unseated on the sys pcb side. The wo1 ribbon cable was reseated and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported by the customer that the device powers on and off by itself. There were no reports of pt use associated with the reported event.